Manufacturer narrative:
Concomitant products: product ID: 8840, serial# (B)(4), product type: programmer, physician. Correction: 'consumer' should not have been checked in regulatory report # 3004209178-2017-04893.

Event description:
Additional information received from the hcp reported it was identified the pump was in stopped mode before the patient was sent home. The hcp provided the session data report. The patient¿s catheter tip location was c2/c3. Estimated elective replacement indicator (eri) was 79 months. The pump dose per day was updated from 30.20 mcg/day to 26.26 mcg/day. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal gablofen 500 mcg/ml at 25 mcg/day. The indications for use were intractable spasticity and cerebral palsy. It was reported that the patient was newly implanted with a pump on (B)(6) 2017 and went to the clinic on (B)(6) 2017 for a follow up check. There were no therapy issues. No symptoms were reported. The hcp was interacting with the programmer, and they got a message that stated "therapy stop - program the pump to minimum rate mode.¿ the manufacturing representative did not think someone accidently hit the therapy stop button but was not sure. When asked if there were any alarms, the manufacturing representative stated he was only told about the therapy stop. The manufacturing representative was going to follow up with the hcp. It was later reported that the nurse believed she accidentally pressed the therapy stop red button on the programmer. She re-interrogated the pump, and everything appeared to be working fine.